Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that the battery was "heating up" and "won't hold a charge". It was unknown at the time what circumstances led up to the event. No troubleshooting had been done yet. Rep stated that they were going to meet with patient. No further complications were reported. The rep reported that the patient would be seen on monday (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.